Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed when the device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The analysis results for the device found that it was returned with the shaft bent. Furthermore evaluation the device was found empty and locked out but the orange indicator did not show up. Please note that this condition is unrelated with the event reported. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Additionally, before firing, inspect the jaw tips to ensure vessel or tubular structure enclosure. The shaft can be rotated 360 degrees to facilitate visualization and accurate placement. It could not be determined what to may have caused the report incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.